Event description:
I had essure device placed back in 2013, right away I started getting psoriasis, I have never prior. After awhile my periods started getting extremely bad and lots of cramping. I had no issues before. By the 4th year, I was constantly uncomfortable, the bloating was so bad I now have stretch marks up my belly. I have had horrible constipation and would have to use milk of magnesia weekly for relief. I have had ultrasounds, cat scars, MRI's. Been to the hospital a few times, arthritis, blurred vision, bad brain fog, light sensitivity. Allergic reactions, irritation, depression, lots of missed work, at one point even quit my job for about 5 months. There is more random stuff. Diagnosis or reason for use: permanent birth control. "Is the product over-the-counter: no, event abated after use stopped or dose reduced: yes."